Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) was recorded as high. Customer had not taken any action to address bg. The contact alleged the pump was not delivering a bolus as intended and pump history showed no bolus deliveries for 2 hours. Further information was not provided. Contact was to monitor and follow up if the issue persisted. Reportedly, customer resumed pump therapy.

Manufacturer narrative:
Pump data logs were reviewed on august 21, 2024. The logs were reviewed for may 6, 2024. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A total of 10 boluses were requested on this day. 4 of the boluses were delivered in full as expected. The remaining 6 were all terminated by occlusion alarms which means there may have been a blockage preventing insulin deliveries. We are not able to determine the cause of the occlusion alarms.